Event description:
The patient's spouse reported that the continuous cycling peritoneal dialysis (ccpd) pt was experiencing an extended drain time prior to fill #1 on the cycler. Upon follow up with the patient's peritoneal dialysis (pd) registered nurse, it was learned the problem was due to the patient's diagnosis of pancreatic cancer. The pt was admitted to the hospital one day after the reported slow drain, on (B)(6) 2014. He did not continue on pd in the hospital but was placed on hospice care. He reportedly expired on (B)(6) 2014 due to pancreatic cancer. This report is for the patient death.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported expiration after reported slow drain during dialysis. A supplemental medwatch will be submitted at the end of the investigation.